Event description:
This male patient with a history of ischemic stroke and arrhythmias was admitted for pci with stenting of an 85% stenosis in the left internal carotid artery. The lesion was not calcified, but there was pre-existing thrombus present prior to treatment. An angioguard 5mm basket/medium support device was advanced beyond the target and was deployed without complication. The stenosis was pre-dilated with a submarine rapido balloon. Two precise stents were successfully deployed in the lesion without difficulty. The stents were post dilated with a 5.0x30mm amiia balloon. Following post dilation, the blood flow through the vessel stopped. The physician suctioned debris from the filter and around the target site and the blood flow recovered to normal.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Acute occlusion is a known complication associated with pci and stenting procedures. Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. In this case there was a pre-existing thrombus within the target site, which may have contributed to the reported event. This is one of three reports submitted for events occurring in one patient in the same setting. Please reference MFR report #'s: 9616099-2009-00017, and 9610978-2009-00008.